Manufacturer narrative:
Historical quality metrics were reviewed. No increased complaint activity was identified for the product or lot number for the complaint issue of falsely reactive results. A label review was also performed and found labeling to adequately address the customer's issue. Review of prism field data indicates that the initial and repeat reactive rates for the abbott prism hiv o plus lot are less than the package insert upper (B)(4)confidence intervals. As a result, there is not enough information to reasonably suggest a malfunction (within performance claims). Investigation results indicate that the product is performing as expected with respect to the complaint issue. There is no product deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed increased reactivity with prism (B)(6) reagent lot 52146m500. The issue was discovered on (B)(6) 2015. The rate of repeatedly reactive results was 0.08% during the period of (B)(6) 2015 through (B)(6) 2015. Patient samples that tested prism (B)(6) repeatedly reactive were sent to another facility for confirmatory testing using western blot and were found to be (B)(6). The customer observed the issue on two prism analyzers in the laboratory ((B)(4)) with this reagent lot. No specific patient data was provided. No adverse impact to patient management was reported.